Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged post-implant. It was also reported that high/intermittently high thre sholds were noted on the rv lead. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.